Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with complaints of fatigue. Non-sustained oversensing due to myopotential oversensing was also noted. The device was reprogrammed.